Event description:
The pt reported a shocking or jolting sensation in the lead/extension area, only with the stimulator on, following an unrelated medical procedure; the pt was shocked on the right temple during electrocautery while the dermatologist was removing something from the pt's right temple. The pt reported severe burning in the lead/extension area, especially the neck, and severe residual low back spasms with the stimulator off. The pt has a cervical lead placement for neck pain. The pt stated the pt programmer was at home. A MFR rep met with the pt. The rep reported the pt experienced shocking over the whole body while the rep was interrogating the device after electrocautery on the face. Additional info has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if additional info is received. Refer to medwatch report # 6000153-2007-03987 and 6000153-2007-0398.